Event description:
Same case as MDR ID # 2134265-2014-01226 and 2134265-2014-01229. It was reported that motor drive unit (mdu) automatic pullback failure occurred. The lesion was located at the moderately tortuous middle of the left anterior descending artery. During a coronary angiography (cag) and percutaneous coronary intervention (pci), the physician connected the mdu with the sled and get all the system ready for the run. The physician pressed the autopullback but it failed. The physician tried to reconnect the sled yet it still failed. He checked the sled and found out that there is something wrong with it. Manual pullback was performed a few times to test the atlantis sr pro imaging catheter and it was functioning well. The physician change the sled and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).